Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) due to an extended charge time. The ICD was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this date, the device has not been returned. If this device should be returned to our company, it will be analyzed and this investigation will be reopened and updated as necessary.